Event description:
The facility has reported having a "knotted" wire in a PICC line. The reporting source feels the knotted wire is operator error. No other information obtained regarding failure.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.